Event description:
It was reported that an ilet user experienced recurrent occlusion alerts with a blood glucose of 320 mg/dl that persisted after a recent supply change, and the user received troubleshooting and education over the phone with a plan for a dry run and supply change when supplies became available. Investigation included remote troubleshooting and education regarding infusion set and occlusion management. Investigation of this case revealed occlusion alerts consistent with an insulin delivery obstruction, potentially related to the infusion set, which only resolved after a supply change. No symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and continued access to backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique or infusion set-related obstruction.